Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off and they received off no power alarm and failed battery test alarm. The customer stated that the blood glucose was running high at 560 mg/dl and gradually going up. The customer stated that they received the off no power alarm without low battery alarm. The customer stated that the insulin pump was not delivering correctly and would not keep a battery. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.